Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, the surgeon removed all hardware on (B)(6) 2026 due to nerve entrapment. Additional information indicates that the patient's bones were completely fused/healed. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. However, it is possible improper placement of the plate during the original procedure could have contributed to what the patient experienced. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement the MDR as necessary and appropriate. An additional tmc device explanted in the same revision surgery was reported in 3011623994-2026-00135.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, the surgeon removed all hardware on (B)(6) 2026 due to nerve entrapment. Additional information indicates that the patient's bones were completely fused/healed. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.